Event description:
The clinician reported that over 1 month after the immediate dental implant was placed in ada site 29 in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The clinician reported the implant's mobility and poor bone quality/quantity in this patient with fair/poor oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.